Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. An x-ray confirmed the electrode dislodged. Boston scientific technical services (ts) discussed that it is up to the physician on how to proceed, but is concerned with the ability to convert the patient, should therapy be required or provide further inappropriate therapy. The electrode is in a very lateral position from the sternum and pulled inferiorly. No revision was performed. The sensing vector was changed to alternate and the patient will be scheduled for a follow-up in a couple of weeks. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.